Event description:
It was originally reported that the device worked for about three weeks and then the patient experienced a loss of therapeutic effect. Reprogramming was unsuccessful. She also was given exercises to do, which did not help. In 2008, the patient fell and broke her pelvis in two places. She went through physical rehabilitation three times and did not think the fall affected the device. Further information is being requested from the hcp.